Event description:
The nuclear medicine technologist was using the touch screen control to move the gamma camera detector into position around a pt's head. She was operating the detector in "fast" mode which moves the detector at a relatively high speed in order to get the camera within a few inches of the head. Once it gets close to the pt, the technologist will release the "fast" mode button and then switch to normal mode. When the technologist let go of the "fast" mode button the gamma camera continued to move in fast mode and did not stop, even though the technologist was no longer pressing any of the control buttons. The camera was approx 8 inches away from the pt and continued to move for another 3-4 inches until the technologist managed to triggered a pressure sensitive panel on the camera which stopped the motion. The detector did not come in contact with the pt. Had the technologist not managed to stop the camera, it would have contacted the pt's head and activated the pressure sensitive panel, likely causing minor injury to the pt's face.